Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the na+ electrode on a cobas integra 400 plus. The initial results were reported outside of the laboratory. The customer stated they first received a complaint from a doctor for a patient who had a normal na result for a first sample that was collected. When a second sample was collected from the patient and tested, the result was much lower. At this point, the customer realized several samples resulted with critically low sodium results. The customer then pulled and repeated samples on their other analyzer and found discrepancies for the four patient samples. The repeat results from these samples were deemed correct. The first sample initially resulted in a na value of 121 mmol/l, which repeated as 138 mmol/l. The second sample initially resulted in a na value of 121 mmol/l, which repeated as 137 mmol/l. The third sample initially resulted in a na value of 130 mmol/l, which repeated as 138 mmol/l. The fourth sample initially resulted in a na value of 122 mmol/l, which repeated as 131 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer replaced the na electrode since it was a 75% life and cleaned the ise tower automatically, but this did not resolve the issue. The customer stated they received alarms after these actions.

Manufacturer narrative:
All initial values were accompanied by data flags. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls recovered within range. The sample centrifugation time may have been shorter and the speed may have been faster than recommended by the tube manufacturer. Upon review of the alarm trace, clot detections alarms were observed. These alarms are indicators of possible poor sample quality. The field service engineer replaced the ise tubing, chloride electrode, a probe, and the mixing tower. Performance checks and precision studies were run. Calibration and controls passed. Precision studies passed and patient correlations were within acceptable standards. The investigation determined the service actions resolved the issue.